Event description:
A journal article abstract was received entitled, proximal femoral nail for the treatment of unstable intertrochanteric femoral fractures. Ye p.h., huang l., zha n.f., he x.f., ruan y.p., zhu y.z., xu r.m. Zhongguo gu shang china journal of orthopaedics and traumatology. 2011 aug; 24 (8) :645-647. It is reported that from september 2006 to september 2009, 40 male and 50 female patients with an average of 73.2 years with unstable intertrochanteric femoral fractures were surgically treated with proximal femoral nail antirotation (pfna). Postoperatively, 10 patients had femoral shortness. It is unknown if the hardware used was synthes product. A copy of the journal article abstract is being submitted with this medwatch. This is report 4 of 4 for complaint # (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of literature source: 08/2011. Zhongguo gu shang china journal of orthopaedics and traumatology. 2011 aug; 24 (8) :645-647. This report is for an unknown end cap. The investigation could not be completed, no conclusion could be drawn, as no product was received.